Manufacturer narrative:
The lot number is unknown; therefore the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Based on the information provided, the most likely cause is due to patient factors "factitious disease/disorder resulting in the patient scratching herself which lead to infection". If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. Report five of five for the same event, see also 0001032347-2016-00035 through 00038.

Event description:
The sales associate reported the patient underwent tmj surgery on (B)(6) 2015. On (B)(6) 2015, the left tmj components were removed due to infection. The infection was reportedly caused by patient factors: "factitious disease/disorder resulting in the patient scratching herself which lead to infection".